Manufacturer narrative:
(B)(4). Results - severely tortuous vessel. Conclusion - severly tortuous vessel.

Event description:
An aneurx stent graft system was inserted into a patient for the treatment of a 5 cm abdominal aortic aneurysm. The vessels had severe tortuosity and moderate calcification. It was reported that the first aneurx device could not be advanced to the intended landing zone and it was removed from the patient (see MFR #2953200-2010-01885). A second aneurx device was attempted to be inserted; however, it could not be advanced and was removed from the patient. Both delivery systems were kinked at the distal part of the nose cone and the stent graft. The patient is not a candidate for open repair; therefore, the decision was made to abort the procedure. The patient will be monitored and treated at a later time. No clinical sequelae were reported, and the patient is fine. The device was discarded.